Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. During bench testing the service technician was unable to power on the unit with internal or external power sources. Internal inspection revealed component f1 or power board was blown. The service technician replaced the power board and the reported issue was resolved. Review of event trace showed one "ln vent" all other event trace entries are consistent with normal ventilator operation. Lap top ventilator 1200 passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that lap top ventilator 1200 stopped operating while connected to a patient. The patient was removed from the unit, provided positive pressure ventilation via manual resuscitator and placed on a back up unit. The customer confirmed there was no patient harm associated with the reported event.